Event description:
It was reported that a patient with twiddler's syndrome rotated and knotted up their device and right ventricular (rv) lead, causing low sensing, elevated pacing threshold and damage to proximal end of lead. The physician was unable to fully unravel the lead, advance the stylet, or rotate the helix. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).